Manufacturer narrative:
(B)(4). Date sent 10/28/2025. D4. Batch #a97z25. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled. Upon disassembly the advancer was confirmed to be bent and twelve (12) clips were found inside clip track. However, it is known from the history of the device that bent advancer condition may lead to sideways feed. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished el5ml, with lot/batch number a97z25, and no non-conformances were identified. Additional information was requested, and the following was obtained: did device drop or eject clips? The first clip did not present any issue. It was then that the clips started to come out crooked. Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc)? The clips started to come out crooked. Is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? In the operating room, no patient consequence. The device was changed immediately.

Event description:
It was reported that during an unknown procedure and during a test of using a ligamax clip clamp, a malfunction was found. Indeed, the clips are positioned in an offset manner at the exit of the clamp, resulting in a malfunction of the instrument. A second clamp was opened to continue the procedure.